Event description:
Event description: it was reported by the caller that an adverse event occurred. The caller stated that after the ablation was performed, all catheters were removed from the patient. It was at this point that anesthesia noticed the patient was in asystole rhythm and was hypotensive. The physician called the "code blue" team. Chest compressions were performed on the patient. The caller noted that the patient went into ventricular tachycardia. The caller noted that the ventricular tachycardia broke on it's own and the patient went into normal sinus rhythm. The patient was able to be stabilized and transferred to the intensive care unit for additional medical intervention and observations. All jjmedte catheters were discarded and not available for return. The caller was unable to provide octaray catalog or lot numbers. Boston scientific pfa system in use. Xml file is loaded onto the system. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".